Event description:
Pt was treated with either a device identified as the eecp therapy system model ts3 with pulse oximetry and enhanced extera k020857 or the eecp therapy system, model ts3 k093469, marketed by vasomedical, inc. The device is used to treat angina, chest pains caused by restricted blood flow in the coronary arteries. Consumer was treated with this device daily for about thirty-five days. The treatment allegedly resulted in damage to their eye resulting in retinal surgery.